Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component for investigation. An investigation was performed and identified the root cause of the reported issue was due to degraded transducer within the assembly (pt 802). This issue will be internally investigated within carefusion.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect component is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays xdcr fault (transducer fault), high rate, high pip (high peak inspiratory pressure), low ve (low minute ventilation) alarms. The customer performed transducer calibrations, but the issue was not resolved. The customer reported the exhalation differential pressure transducer failed. The customer reported no patient involvement associated with event.